Event description:
It was reported that the patient presented during clinical follow-up. Interrogation of device noted a possible high voltage circuit damage alert. The issue was resolved with a firmware installation, the patient was in stable condition.